Event description:
Customer alleges the chair stops on it's own and abruptly. Minor injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number (B)(4) rev e (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states that joystck was changed (B)(6) 2011 and the battery harness was tightened at the same time. The dealer called stating that the m91 power chair allegedly came to a quick stop, causing the consumer to fall out of the chair, sustaining a bruise. The dealer assessed the chair and was unable to duplicate the issue. The consumer was not wearing her seat positioning strap at the time of the incident. The dealer stated that the consumer will not wear the belt. The dealer advised the consumer that she must wear her seat positioning strap at all times the owner's manual states a warning on page 15, "always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately". All new electronics were provided as replacements for the power chair. The dealer will return the original parts to invacare for an investigation. Minor injury and medical intervention alleged.